Manufacturer narrative:
A hardware analysis of a casepart was initiated to determine the probable cause of the issue. Analysis found and confirmed the failure. The failure is being track in the hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received from system checkout indicated that the failure had been resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: emitter 9735521 axiem 3 side mount. (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the side emitter faulted. The emitter fault error message was appearing in the application. The axiem emitter was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that during system installation, the side emitter was not recognized by the system. There was no patient present when this issue was identified.